Manufacturer narrative:
The reported events of docking issue, separation failure, and capture problem were not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. A visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that loss of capture was observed on the device during the first fixation attempt of the implant procedure. During the repositioning attempt, the device was unable to be completely docked to the catheter. The device was removed, and it was unable to be disconnected from the catheter. A new device was implanted to resolve the event and the patient was in stable condition.